Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) reported feeling palpitations for twenty minutes. The healthcare professional requested data analysis on two episodes labelled as premature ventricular contraction (pvc) with polyvinylpyrrolidone (pvp). Latitude data was reviewed, and (B)(6) technical services indicated that the device is currently programmed to vf-1 zone at 220 bpm, therefore the decision to treat is based on rate only. The concern is that the device has labelled the fast ventricular beats as pvcs and no therapy has been delivered. The device has labelled the ventricular beats appropriately. If treatment is desired for these fast arrhythmias, please consider reviewing the current vf rate cutoff or program additional zones with discriminators and lower rate cutoffs. Additionally, the not sensed atrial signals within the episodes appeared to be far-field r-wave oversensing signals. There were fluctuating r-wave amplitude and ventricular impedance variable with values ranging from 1072 to 1476 ohms. Technical services recommended troubleshooting steps to rule out mechanical issues and lead impairment by performing maneuvers to confirm if noise or artifacts can be seen. No additional adverse patient effects were reported. This right ventricular lead remains in-service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).